Manufacturer narrative:
Mml# (B)(4). Other device replaced. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4).

Event description:
It was reported that the patient was unable to run therapy. The clinical specialist troubleshot the issue with the patient and confirmed that the right lead had an out-of-range/high-impedance failure. There was no report of patient harm or injury. The patient underwent revision surgery, and both leads were replaced. New leads were implanted without complications. There was no report of a product deficiency on the left lead, but it was replaced as a precaution.

Event description:
It was reported that the patient was unable to run therapy. The clinical specialist troubleshot the issue with the patient and confirmed that the right lead had an out-of-range/high-impedance failure. There was no report of patient harm or injury. The patient underwent revision surgery, and both leads were replaced. New leads were implanted without complications. There was no report of a product deficiency on the left lead, but it was replaced as a precaution.

Manufacturer narrative:
Mml# (B)(4). Other device replaced. Model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4). The lead assemblies were received for analysis. The right lead failed the functional testing. Visual inspection of the lead under a lab microscope revealed two rounded fractured coils approximately 2 inches below the distal electrode #4. Electrodes #2 and #4 failed continuity testing due to the previously observed, rounded, fractured coils. The alleged out-of-range (oor) was confirmed. The left lead passed the functional testing. No other damages or anomalies were observed throughout the lead. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). Added the patient demographic information and updated h6.